Event description:
The alarm did not go off when a ventricular tachycardia occurred. Co has set the alarms in such a way, that the red alarm should have come on. Using a simulator, technician was able to make the respective arr alarm operable.